Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, noise and inhibition of pacing were observed during hv impedance check. It was noted that impedance checks with both lfa on and lfa off impedance checks would be successful or at times unsuccessful. Programming changes were made. The device remains implanted. The patient was fine.